Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not see the cannula after removing the sensor. The customer's blood glucose was 308 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the sensor; unable to confirm the customer received the sensor damaged due to the sensor was returned opened and used. The customer did not return the insertion needle unable to confirm the needle anomaly.